Manufacturer narrative:
Citation: el-hamamsy I et al. Late outcomes following freestyle versus homograft aortic root replacement: results from a prospective randomized trial. J am coll cardiol. 2010 jan 26;55(4):368-76. Doi: 10.1016/j.jacc.2009.09.030. Epub 2010 jan 19. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a comparison of the long-term results in patients following homograft versus freestyle aortic root replacement. All data were collected from a single center between 1997 and 2005. The study population included 166 patients (predominantly male; mean age 65 years), 90 of which were implanted with a medtronic freestyle bioprosthesis (no serial numbers provided). Among all freestyle patients, the overall hospital mortality included 4 patients. However, cause of death was not reported for those 4 patients. There were 17 late deaths due to: cardiac causes (5 patients), unrelated causes (5 patients), and unknown causes (7 patients). Based on the available information, medtronic product was not directly associated with the death(s). Among all freestyle patients, adverse events included: re-exploration surgery, permanent pacemaker implantation, redo surgery for valve deterioration due to cusp tear and aortic insufficiency (noted to have occurred 9.5 years after freestyle implant), endocarditis, thromboembolic event, sternal infection, heart block, transient heart block, atrial fibrillation, moderate-severe aortic insufficiency (greater than or equal to grade 2-4), and transvalvular gradient greater than 20 mm hg. Based on the available information, medtronic product was directly associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.